Event description:
It was reported that this right ventricular (rv) lead impedance measurements have increased and reached out of range shock impedance measurements and noise. Technical services was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead impedance measurements have increased and reached out of range shock impedance measurements and noise. Technical services was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and this rv lead has been surgically abandoned. No additional adverse patient effects were reported.